Event description:
Patient reported "lumps under arms, chest pains, burning etc. Rashes. " the device remains implanted. This record relates to the right side.

Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy, pain and skin rash/dermatitis.